Manufacturer narrative:
A getinge trained field service engineer (fse) of the authorized distributor evaluated the iabp unit and was able to duplicate the reported issue. The fse found that the control panel and lcd display were faulty, and the battery backup time was less than standard. To resolve the issue, the fse replaced the control panel, the lcd display and batteries. The fse completed all safety, functionality, and calibration checks and all tests were passed per factory specifications. Subsequently, the iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the front side power switch on the cs300 intra-aortic balloon pump (iabp) was working intermittently and would fail to power on the iabp unit. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during service test by the customer, the front side power switch on the cs300 intra-aortic balloon pump (iabp) was working intermittently and would fail to power on the iabp unit. There was no patient involvement and no adverse event was reported.